Manufacturer narrative:
Arjo was notified about an event involving an arjo loop sling. The customer reported that the sling stitching was frayed and the customer requested a sling replacement. The arjo representative evaluated the sling after the customer raised the complaint. The visual inspection confirmed that the sling loop had damaged stitching on both shoulder loops. The customer did not provide any further details regarding event circumstances. It is unknown how and when the sling got frayed. The sling was returned to the manufacturer for further evaluation. Visual inspection showed that in this particular case the sling failure was caused by an incorrect sewing method, not in accordance to work instruction, performed by one of the employee during the manufacturing process. The manufacturer performed additional training for the employees on the production line. The involved sling was manufactured in may 2021, and when reviewing service history for this product code, we have not found other complaints about loop failures related to the same product code or lot/batch number. For this reason, we consider this complaint as a singular occurrence. The instruction for use for the loop sling states: "check part of the sling. The complete sling should be checked for all deviations, listed below. If any of these deviations are visible, replace the sling immediately: fraying; loose stitching; tears; holes; discoloration or stains from bleaching; sling soiled or stained; unreadable or damaged label." Based on the information provided in the instruction for use, the sling showing signs of unstitching, should be withdrawn and replaced. In the investigated complaint the customer noticed the stitching failure and, following the IFU, contacted arjo. It was reported by the customer that the stitching inside of the sling loop failed, and from that perspective, the sling did not meet the manufacturer¿s specifications. No indication of patient involvement nor injuries were reported in relation to this failure. This complaint has been determined reportable due to reported malfunction: stitching inside of the sling loop had failed.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
The patient was transferred from a bed. When occupational therapist lifted the patient telling strap gave a tearing sound. Immediately the maxi sky 2 was lowered and patient was placed back in bed. The lifting sling appeared to be torn at stitching, the sling was removed from use and event was reported to arjo. No injury was reported.